Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the observed discrepancies were consistent with situations in which estimated sg values provided by the eversense app were entered as calibrations instead of true bg values. Customer care recommended the user, to re-link their sensor to clear calibration history and any potential calibration misalignment. As per dms review, post re-link, only 3 calibrations were entered during the initialization phase with still symptoms consistent with situations in which estimated sg values provided by the eversense app were entered as calibrations instead of true bg values. Customer care attempted multiple follow-up contacts to provide education on proper calibration practices; however, the user was unresponsive, and this guidance could not be relayed.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.